Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-01842 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was found that the lock of the percutaneous driveline connector on the system controller was broken. The driveline could be physically connected; however, the lock would not function so that the driveline could not be fixed.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues associated with heartmate ii lvas, serial number (B)(6), were reported or identified. It was reported that the release button of the backup system controller's driveline lock got stuck and the lock could not be rotated. It was reported that the event occurred when the clinician checked the backup system controller. No driveline was connected and only the locking system was checked. The patient remains ongoing on vad support and no further issues have been reported at this time. The hmii lvas IFU lists all adverse events that may be associated with the use of heartmate ii left ventricular assist system and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the release button of drive line lock got stuck and the lock could not be rotated. Epc controller was returned for evaluation. No further information was provided.